Manufacturer narrative:
(B)(4).batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy, after fired, noted the staples malformed. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.